Event description:
The lead was removed and replaced during a system upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the proximal conductor was fractured. It was also noted that the distal conductor was stretched, all conductors had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and the lead was stretched.